Manufacturer narrative:
Supplemental submitted with evaluation results. A visual and functional inspection was performed by a (B)(4) representative.

Event description:
It was reported by repair work order that the caster was broken off which would impact bed mobility. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the caster was broken off which would impact bed mobility. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.